Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ two openings observed on the anterior side were assessed as surgical damage. ¿ broken observed on plug strap assessed as surgical damage. ¿ yellow particles observed on the surface of the shell. ¿ white particles observed inner the surface of the shell. ¿ creases were observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and capsular contracture baker grade iii. Device has been explanted.